Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
An analysis was performed on the returned handheld, and the reported allegation was verified. During the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
The handheld device was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported that the physician¿s handheld was continually cycling through the alignment screen and would not continue to the next step. Hard resets were attempted but did not resolve the issue. A replacement tablet was provided. The suspect handheld has not been received to date for analysis.